Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurses station (cns) has a transmitter with a duplicate channel and is not able to identify which other transmitter is on that channel. The customer will check to see if they might have a receiver card on an org that is monitoring the same channel. The unit was cleaned and evaluated. The reported problem of duplicate channels could not be duplicated through testing, trouble shooting and extended operation of the device. The device history indicates no previous cnd status. The unit was tested per the operator's manual and the results were recorded on the maintenance check sheet. The unit operates to manufacturer's specifications. The customer was aware of the cnd and requested their unit be returned priority overnight. The device has been returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the central nurses station (cns) has a transmitter with a duplicate channel and is not able to identify which other transmitter is on that channel. The customer will check to see if they might have a receiver card on an org that is monitoring the same channel. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) has a transmitter with a duplicate channel and is not able to identify which other transmitter is on that channel.